Event description:
According to the reporter, the device had retained patency capsule. The rfid tag had been retained in the patient for about 2 weeks. Customer was requesting to be contacted by the medical advisors. No patient harm reported.